Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon unraveled with pieces missing, loose strings and fibers. Consumer experienced cramping, and heavier menses than normal. Consumer took over the counter medication for relief.